Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s t:flex user guide: novolog has been tested by tandem diabetes care, inc. And found to be safe for use in the t:slim pump. Novolog was tested for up to 72 hours.

Event description:
It was reported that the customer experienced an elevated blood glucose level of 586 mg/dl and it was addressed with a correction bolus via the pump. Reportedly, the cartridge had been in use longer than 3 days. Also, it was noted that the cannula was slightly bent at the tip. Recommendation was made to change the supplies.